Event description:
On (B)(6) /2014, the patient's father reported the infusion device display is damaged. He believes the patient bumped the infusion device, and there is now a black spot the covers the insulin delivery amounts. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.